Manufacturer narrative:
(B)(4). Pump received with broken battery tube thread and broken reservoir tube lip noted.

Event description:
Customer reported via phone call that insulin pump broken on the side where the insulin goes in and battery goes in. Customer¿s blood glucose was unknown. Customer was able to lock in place. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.